Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient presented with an unstable knee and a revision surgery was performed. During the surgery, the tibial insert was found to be unlocked from the tibial base. A new insert the same size was locked into place.